Event description:
The reporter stated that she had the flu and was dehydrated. She said she had passed out and couldn't remember any glucose readings. Her family member called the ambulance and she was taken to the hospital.